Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program.   1 device is pending evaluation.   There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the cot tipped and there is inadequate patient restraint. There was 1 event with patient involvement, but no adverse consequences were reported.

Manufacturer narrative:
The final device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found with the device.

Event description:
This report summarizes 1 malfunction event, where it was reported the cot tipped and there is inadequate patient restraint. There was 1 event with patient involvement, but no adverse consequences were reported.